Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic c-reactive protein (crp) and prealbumin (pab) patient results generated by the immage immunochemistry system. Only one crp result was reported out of the laboratory. The customer did not indicate whether the crp result was reported on (B)(6) 2011. The results provided by the customer are shown. Patient treatment was not affected in this event.

Manufacturer narrative:
Sample information was not provided. No sample issues were noted. The customer provided data showing that qc results were similarly affected, with results being erratic when run with system dilutions and acceptable when run with offline dilutions. Calibration results provided by customer appear to be acceptable. Customer did not note any instrument error messages. A bec field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the internal probe wash valve and mixer paddles. Qc was run without errors. Root cause is not known, but because hardware repairs resolved the issue, a hardware malfunction is assumed.